Event description:
Smartez pump ((B)(4), lot # s8c58) containing cefepime 2 grams/0.9% sodium chloride 100 ml would not infuse. Pump was connected for over 30 minutes, clamp opened, tubing not bent, and patient had no trouble flushing line. Patient instructed to disconnect and start a new ball.